Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer is unable to troubleshoot at time of call because previously occurred and resolved. The customer was advised to call when the alarm occurs in order to troubleshoot.